Event description:
It was reported that the pt was treated for an infection. Also, it was reported that the "lead popped out." Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).